Event description:
The pt reported that she experienced the infusion set tubing separating from the luer lock. The pt stated that her blood glucose was not affected. She changed her infusion set and stated everything was working properly. No medical attention was necessary. Product has been requested for return to be evaluated.

Manufacturer narrative:
Issue described to agency in recall.